Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump paired with a dexcom g6 provided no cgm readings and displayed dosing stopped soon alarms after a recent sensor insertion, and subsequent troubleshooting identified a bluetooth version and name of 0.0.0 consistent with a communication failure, with the issue attributed to a firmware-related bluetooth module defect in the pump. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed failure to read the input signal from the cgm due to a communication malfunction linked to the firmware component. It was concluded, based on previously established findings for similar reports, that the cause was unable to exclude a device problem.